Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. The patient reported they thought they needed a new communicator. Patient stated they have had problems with it since the day they got it but it was getting worse. Patient stated it takes about 10-15 minutes to get a bolus and it goes all the way to 90% and it just sits there forever. Agent reviewed how to clear the data in the handset. Patient did not have the device with him at the time of the call. Patient would call back when they had the device for further troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.